Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2020-12645.

Manufacturer narrative:
The device was not returned for evaluation. Patient imagery was provided by the complaint event site for review and the following was observed: the patient had mild calcified access vessels. A device history review (DHR) was performed and did not reveal any manufacturing non-conformance that would have contributed to this complaint event. A lot history review did not reveal any other complaints related to the reported event. The reported event was unable to be confirmed and the occurrence rate did not exceed the july 2020 control limits for applicable trend category. Therefore, a complaint history review is not required. Instructions for use (IFU) for commander delivery system with s3u thv, us and procedural training manual were reviewed for instructions or guidance for proper use of the devices. Per instructions, valve delivery in a straight section of the vasculature, initiate valve alignment by disengaging the balloon lock and pulling the balloon catheter straight back until part of the warning marker is visible. Do not pull past the warning marker. Engage the balloon lock.  Use the fine adjustment wheel to position the valve between the valve alignment markers.  Caution: do not turn the fine adjustment wheel if the balloon lock is not engaged. Warning: do not position the valve past the distal valve alignment marker. This will prevent proper valve deployment. Unlock, pull the balloon catheter straight back at the y-connector until part of the warning marker is visible and lock. Do not bend or apply torque to the proximal end of the balloon catheter throughout the procedure. Rotate the balloon lock away from you to lock and towards you to unlock. Lock/unlock symbols are found on the balloon lock.  Check delivery system before valve alignment. If kinked, do not use. Note: manage guidewire position. Guidewire can move proximally during valve alignment.  Note: the warning marker indicates the balloon catheter is approaching a hard stop. Do not pull past the warning marker. Warning: do not position the thv past the distal valve alignment marker. This will prevent proper thv deployment. Thv retrieval back into sheath tip thv can be retrieved through sheath only before thv deployment (still crimped)  ensure the thv is centered on the flex tip ensure delivery system is locked verify the flex catheter is completely unflexed  retract the thv and delivery system into the sheath ensuring the thv is completely inside the sheath and just past the sheath tip ensure the edwards logo on the sheath handle is facing upward  withdraw the delivery system and sheath as a single unit completely from the arteriotomy while maintaining guidewire position  do not re-use the sheath, thv or delivery system once thv is retrieved note: crimped thv aligned on balloon is larger than crimped thv off balloon. Take care if deciding to retrieve. Note: do not force the thv into the sheath. If resistance is felt, the thv may be caught on the sheath tip. Stop, advance thv past the sheath tip and ensure thv is centered on the flex tip. Rotate the delivery system before trying again. Based on the review of the IFU and training manual, no deficiencies were identified. During manufacturing, the device is both visually inspected and tested several times throughout the process. Inspections during the manufacturing process and testing performed during the product verification process make it unlikely that a manufacturing nonconformance contributed to the reported complaints. The reported event was unable to be confirmed due to device and imagery unavailability. As a result, the presence of a manufacturing nonconformance was unable to be confirmed. A review of manufacturing mitigations supports that the valve has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. As reported, ¿during valve alignment the doctor pulled the valve too far past the alignment markers and could not position the balloon back under the valve.¿ in this case, the crimped valve could be pushed too distally on inflation balloon to provide higher probability for valve dislodged from the inflation balloon. Furthermore, the profile of crimped valve would be altered or enlarged when it was passed onto the inflation balloon, which could create high resistance during the delivery system retrieval through the sheath since the valve could be caught on the sheath distal tip, and led to valve dislodged from the inflation balloon. Per IFU, ¿in a straight section of the vasculature, initiate valve alignment by disengaging the balloon lock and pulling the balloon catheter straight back until part of the warning marker is visible. Do not pull past the warning marker¿. However, a definitive root cause is unable to be determined at this time. Available information suggests that procedural (balloon shaft pulled past warning marker) factors may have contributed to the complaint event. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time.  Since no edwards defect, which could have resulted in the complaint, was confirmed, no preventative or corrective actions are required. Since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment escalation is not required.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. UDI (B)(4) investigation is underway.

Event description:
As reported by an edwards field clinical specialist, regarding a 26mm sapien 3 ultra valve in the aortic position via transfemoral approach with a 26mm commander delivery system and 14f esheath. During valve alignment the doctor pulled the valve too far past the alignment markers and could not position the balloon back under the valve. When removing the system from the body, the valve was sheared off of the balloon by the distal part of the sheath. The valve was trapped with the nose cone and pulled through the iliac. A small incision was made to retrieve the valve. A second valve, delivery system, and sheath were used to complete the procedure. The devices are not available to be returned for evaluation.